Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation for trimaleolar fracture of ankle with the guide wire. During the surgery, a cannulated cancellous screw 4.0 was used for fractures of the distal medial malleolus of the tibia. When the surgeon inserted the guide wire into the bone, and drilled after measuring, it was confirmed by x-ray that the guide wire came out together with the drill bit. The surgeon tried to remove the guide wire from the drill bit using a stylet, but he could not remove the guide wire at all. Due to the material of the stylet being soft, the surgeon could not operate the stylet well. As a result, the guide wire could not be taken out of the drill bit. Therefore, the surgeon considered fixing the screw using a hospital-owned k-wire 1.2 mm as a substitute for the guide wire. When checked again with an x-ray, it was confirmed that the tip of the guide wire had been broken and placed in the bone. The fragment was removed using a mosquito forceps and an alternative hollow drill. The surgery was completed successfully within 30minutes delay. This report involves one (1) 2.7mm cannulated drill bit qc 160mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: gfa gff hsz. Investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 2.7mm cannulated drill bit qc 160mm the tip of the drill bit was broken, and broken piece was not returned no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. Functional test cannot be performed since the device was received by itself, but the alleged complaint condition can be confirmed since the device was broken might have caused the issue. The observed condition 2.7mm cannulated drill bit qc 160mm in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the 2.7mm cannulated drill bit qc 160mm. While no definitive root cause could be determined, it is probable that the 2.7mm cannulated drill bit qc 160mm was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 310.670 lot # f-14817 manufacturing site: (B)(4) release to warehouse date: 18 sep2013 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.